Event description:
Result of 176 mg/dl, while using the suspect device. Based on this result, patient reportedly delivered 20 units of insulin. Approx 2 - 3 hours later, patient was reportedly found unconscious, by a friend. Patient was not aware if any treatment was provided to assist him in regaining consciousness. Patient did seek any additional treatment. Patient's current condition: feels fine. Quality control testing had not been performed on the system. Technician support requested the return of the suspect product and replacement product was shipped.